Event description:
A malfunction alarm was declared during pumping. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Customer attempted to load a new cartridge following technical support instructions, but the alarm recurred, preventing resumption of insulin therapy. Consequently, technical support arranged for a replacement pump and instructed the customer to use multiple daily injections as a backup therapy. The customer was guided on returning the problematic pump using a pre-paid label.